Manufacturer narrative:
Literature citation: kohr, d., abd-elsayed, a. & kugler, m. Extraforaminal spinal nerve stimulation for neuropathic pain: desc ription of the new approach, safety, and long-term efficacy. Neuromodulation: technol. Neural interface (2025) doi: 10.1016/j.neurom.2025.04.003. D: the authors noted that leads and implantable neurostimulators (inss) were ¿sourced from various approved manufacturers, including abbott, medtronic, and boston scientific.¿ there was no identification of which device manufacturer(s) was associated with the reported issues. Additional follow-up to be conducted to attempt to determine device manufacturer(s). Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: 1. 3 patients experienced pocket pain that required system explant. 2. 3 patients experienced a local infection that required system explant. The authors noted that one patient was successfully reimplanted after six months. 3. 11 patients experienced lead migration. It was noted that lead migration occurred in the short and long term (mean ± sd, 10.7 ± 12.6 months). When lead migration and lack of stimulation occurred, patients promptly sought help at the clinic to restore the pain relief they had previously experienced. Ten of 11 patients underwent revisions. The authors noted that ¿so far¿ at the time of the article that all revisions had been successful, with patients regaining their previous benefits and reporting long-term satisfaction. One patient who experienced migration opted for explantation rather than revision owing to the unavailability of a magnetic resonance imaging (MRI) scan and a history of cerebrospinal fluid leakage syndrome, which had required duraplasty during a previous dorsal root ganglion stimulation (drg-s) revision at another hospital. The authors noted that all electrodes requiring revision were successfully repositioned, restoring adequate coverage after migration. 4. 1 patient experienced a loss of efficacy that required system explant. It was noted that the case involved a patient with knee pain in whom drg-s had failed after multiple revisions and explantation. The patient¿s system, implanted in 2019, was explanted in (B)(6) 2024 owing to decreasing benefits. Reprogramming was not possible because by the time of presentation, the ipg was deeply discharged. Please see attached literature article.